Event description:
It was reported that the patient presented in the emergency room with bradycardia and fatigue. Upon interrogation, the implantable cardioverter defibrillator reached elective replacement indicator due to premature battery depletion. It was noted that the implantable cardioverter defibrillator reached end of life several days later. The patient did not recall experiencing vibratory notifiers for any of the alerts. On (B)(6) 2017 the implantable cardioverter defibrillator was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
It was noted that the device failed to communicate. Further analysis was not performed.